Event description:
It was reported that during a rescue attempt, the device analyzed, advised a shock be administered and began to charge. It then cancelled the shock, re-analyzed, advised a shock and began to charge. The device then cancelled the shock, reported a service message and powered off. The pt was transferred to a sec defibrillator and was reported to have survived.

Manufacturer narrative:
Evaluation summary: results - the actual device has been evaluated. Evaluation result, error handling fault during charging.